Event description:
The customer reported that he received button error and battery out limit alarms on his insulin pump. The customer's blood glucose was 325 mg/dl. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The operating currents could not be tested and the battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.